Manufacturer narrative:
The insulin pump passed the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was returned for software error was noted in formatted history file. Software error alarm, motor communication error and unexpected hardware reset error alarmed when pump was monitored. Unable to determine root cause of software error, pump error motor communication error and unexpected hardware reset error alarm. Device alarmed hardware low levels, problem isolated to printed circuit board. Device had minor scratched display window, damage display window corner, scratched case, scratched keypad overlay, keypad overlay texture damage, pillowing keypad overlay and cracked keypad overlay at the select button.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with pump error. It was reported that the pump would be replaced and returned for analysis. No further information provided.